Event description:
Developed abscess secondary to root death that required root canal therapy in previously healthy incisor. No sign of tooth decay or fracture was noted, and while the abscess may have been related to a very minor tooth injury sustained about 35 years ago, no direct cause was identified. Dentist and endodontist did not ask about CPAP use or mask positioning. Patient has used same mask model for 5 years. Mask positioning places constant pressure on incisor root area, and in retrospect, the tooth injury and residual pain may be related to long-term use of the same mask style. FDA safety report ID # (B)(4).